Event description:
Received from voice of customer survey (voc): a peritoneal dialysis (pd) survey reported that catheters failed 3 times and patient had surgeries to remove and replace the failed catheters and it left patient weak and exhausted. Patient switched to hemodialysis after he has spoken to doctor because he found it much easier to manage. There was no adverse event, and no medical intervention was required as reported at intake. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).